Manufacturer narrative:
Date received by manufacturer: 17dec2019. Report date: 17dec2019. Updated: resolution and conclusion code. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. The fse emailed three times, customer was not available for follow up, no email response. Case was closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 17dec2019, date of report : 17dec2019. Resolution and conclusion codes updated. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. The fse emailed three times, customer was not available for follow up, no email response. Case was closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02dec2019.

Event description:
The customer reported the voltage of the battery was reading 3 vdc (volts direct current). The unit will not operate on battery power. The battery (led) light emitting diode does not illuminate steady or flash. The customer placed into another vent with same results. The customer used a different battery, placed into this vent it would operate on battery power. The caller called back, and reports they replaced the battery with a known good battery, performed step 11 in pvt (performance verification test), and the unit is charging the battery and giving 16.30 volts. There was no patient involvement. The manufacturer's fse (field service engineer) confirmed the reported problem. The fse advised the customer to put the bad battery in a known good unit. The caller wanted to know if he should replace the power management printer circuit board as well. The fse advised if unit is charging battery to just replace the battery.